Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre release specs.

Event description:
On (B)(6) 2005 this pt was implanted with gore excluder aaa endoprostheses. On (B)(6) 2011, f/u imaging revealed a distal type I endoleak originating from the right common iliac artery. The endoleak was caused by disease progression. On (B)(6) 2011, a reintervention occurred whereby a contralateral leg component was implanted to treat the distal type I endoleak. The endoleak resolved and the pt tolerated the procedure.